Manufacturer narrative:
Additional information: unique device identification(UDI) and manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date is not available at time of filing. The straight suction was returned to the manufacturer for analysis. Analysis found that the returned suction was not able to verify and had an inaccuracy of 4.4-4.6mm when attached to a known good tracker. Analysis found that the reported event was related to a mechanical issue. Issue was resolved upon part replacement.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the straight suction had about 3.5mm inaccuracy. There was no patient present.